Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that that loss of capture and noise resulting in oversensing was observed on the right ventricular (rv) lead. The event was not reproducible during lead provocation testing. Lead damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. The patient was pacemaker dependent and the device was reprogrammed to resolve the event. The patient was in stable condition.